Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and itchy under te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device to allow skin irritation to heal. Follow up indicated that the skin irritation improved.